Event description:
The patient said the lead malfunctioned and he received two shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. A (B) (6) further alleged that the patient "experienced inappropriate and/or excessive shocking" and that there was a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected concomitant device model and updated initial reporter name. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B) (4) proximal conductor fractured; full lead returned.